Manufacturer narrative:
Additional information was received that the error reported does not indicate a loss of pressure or large leak. There was no loss of ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. H3 other text: additional information was received that the error reported does not indicate a loss of pressure or large leak. There was no loss of ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure relief valve was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.